Manufacturer narrative:
It was identified during a post-operative visit on (B)(6) 2019, that two of three screws used to secure an intervertebral fusion device had broken. The original surgery was an alif procedure on (B)(6) 2019. The complainant reported that the screws broke sometime between (B)(6) 2019 and (B)(6) 2019. The complainant stated that the patient is doing fine and on the way to fusion. No other complications were reported. The complainant reported that at this time, a revision surgery is not planned. The specific part/lot numbers of the screws were unavailable, because of this a DHR review could not be performed. The complainant provided imaging for the complaint investigation. The images suggest that the cage may be subsided into s1 on one side more so than the other. This could have stressed one screw leading to failure then the other screw. The screw trajectory of the broken shank does not match that of the screw in the cage. That could mean the screws were inserted over-angulated or the cage and superior vertebrae moved relative to the screw shanks in s1. It may be possible that the cage and superior vertebrae could be shifted if the deice was subjected to the stress of full weight bearing activity. The two screws could have been broken if there was abnormal stress placed on the implant construct. Abnormal stress could be placed on the implant construct if the implant was not placed in the midline of the intervertebral space, or if the screws were inserted over-angulated. The warning section of the associated instructions for use states that "internal fixation devices cannot withstand activity and load levels equal to those placed on normal healthy bone. Until maturation of the fusion mass is confirmed, do not subject this device to the stress of full weight bearing, or implant failure may result." Disassembly, bending, and/or breakage of any or all of the components is listed in the potential complications and adverse side effects section.

Event description:
It was identified during a post-operative visit on (B)(6) 2019, that two of three screws used to secure an intervertebral fusion device had broken. The original surgery was an alif procedure on (B)(6) 2019. The complainant reported that the screws broke sometime between (B)(6) 2019 and (B)(6) 2019. The complainant stated that the patient is doing fine and on the way to fusion. No other complications were reported.